Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a left knee revision to address pain and tibial tray loosening at the cement to implant interface. Two depuy cement products were used during the primary operation. The surgeon noted tibial and femoral bone loss. The femoral component was noted as well fixed but revised. The patella component was well-fixed and retained. Competitor products and cement were utilized during the revision. Doi: (B)(6) 2017, dor: (B)(6) 2020, left knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: device history reviewed. 1 unrelated non-conformance on this lot number; final micro and sterility tests passed; qc release specifications met; (B)(4) units released; lot expiry date: 31 may 2018.